Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced pump communication failure during the carelink uploading process. Customer reported that the pump was only able to reach 75% upload. Customer reported that upload was only able to progress 75% upload when it gave pump communication failure. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.

Manufacturer narrative:
The correct information has been provided with this report.